Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on the bus. A field service engineer (fse) identified that the software was stuck on the maintenance screen. Fse logged into the care fusion admin, ran a hardware test application, but it was failed. Fse replaced the communication sled, the station was offline and the issue remained unresolved. Fse then took the communication sled, performed a data synchronization, station was up and the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a drawer was not detected on the bus. The customer reported troubleshoot attempted with multiple reboots however, the unit remained stuck on the maintenance screen and appeared to be attempting a firmware update that failed to progress. The customer also stated that this device is located in a surgery area, and they were unable to access the station for surgical procedures. There were no delay or adverse events or injuries reported based on this event.